Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving dilaudid (28.5mg/ml at 13.001mg/day), bupivacaine (9.5mg/ml at 4.3335mg/day), clonidine (952.0mcg/ml at 434.27mcg/day), and baclofen (158.0mcg/ml at 72.07 mcg/day) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump had "run out" a couple of times [see mfg. Report # 3004209178-2013-10742 for the other event described as the pump having "run out"]. After the patient's pump replacement there was an instance where he was overdosed. The patient was then reportedly given a medicine that was refilled and was supposed to last 2 weeks, but only lastedone week. The event was reportedly painful with the withdrawals that occurred. It was noted that the event possibly occurred in 2013, but the patient's didn't know because he had so much done to him. Healthcare provider listings were requested. No further complications were reported or anticipated.